Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert for noise on the lead. Review of the episodes noted an increase in capture threshold, a decrease in r-wave amplitudes, an increase in pacing lead impedance, and a slight increase in hv lead impedance. Noise was reproducible in clinic with isometrics. The physician elected to leave lead implanted and turn off all functionality. The patient does not need pacing or hv therapy support and removal surgery was not worth the risk. The patient will be seen for follow-up in one year.